Manufacturer narrative:
(B)(4). The lot was not provided; therefore, the manufacturing records could not be reviewed. Additional information was requested, and the following was obtained: when was the onset of the spasms? First complaint (B)(6) 2018, persisted until explant. How were the spasms treated prior to removal? Tried multiple oral steroid courses, egd w/ dilation, and trials of baclofen, bethanechol, sublingual nitroglycerin, and xanax (all either without effect or poorly tolerated).

Event description:
It was reported that the linx device was removed due to spasms. Partial fundoplication was done. The patient did not have any pre-existing dysphagia or other complications. There were no intra-operative complications during implant. A hiatal or crural repair was done at the same time of the implant. There was no mesh used at the time of implant.